Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the lead was capped due to noise.

Manufacturer narrative:
It was reported that oversensing with pacing inhibition was also reported on this lead. The method, result, and conclusion codes remain the same as the initial report. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.